Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. A fault in the continuity of the pump to controller electrical connection triggers the controller fault alarm. The fault could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU instructs that the decision to change the controller should be based on the analysis of the controller log files, the frequency of the alarms, whether the alarm resolved, the occurrence of other alarms, whether associated with changes in pump speed, flow or power and the patient's condition. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no affect on the function of the pump. The IFU cautions the user to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was having controller fault alarms. The site attempted to use a different monitor and data cable with no resolution. There was no damage to controller ports/pins noted. Off note; the patient was hospitalized for a fall on (B)(6) 2017. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. The reported event was confirmed via functional testing.  Failure analysis of the returned device revealed that the controller passed visual examination but failed functional testing due to a "controller fault" alarm. The controller was able to start and run a motor fixture, however, the power and flow values were not displaying as expected. Internal inspection of the controller did not reveal any damage that may be related to the reported event. Log file analysis revealed a controller fault alarm of type sys_uic_dataflash_fail on 5/22/2017 at 07:14:27 hours. The type of controller fault alarm that was triggered indicates that a data-flash memory corruption had occurred in the user interface controller (uic), which is the main integrated chip responsible for the operations of the controller. The controller's calibration values, which are utilized to calculate the power accurately were lost, and resulted in the inability of the controller to estimate flow. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. The most likely root cause of the reported event can be attributed to a corruption of the user interface controller's data flash memory. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.